Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the viewer to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis; however, the reported issue could not be confirmed or reproduced. The fse did not provide additional clarification beyond stating that ¿one of the viewers had a black line going down the length of the left eye,¿ which suggested a potential fault with the left eye display. Failure analysis reviewed the logs and found no entries related to the reported event. Visual inspection also identified no issues. The unit was installed on a golden system and powered on in normal mode, where it functioned as designed. The unit was power cycled five times, and both eye displays functioned properly. The system was left on overnight, and the unit continued to function properly. An endoscope was installed, and no issues were observed when viewing through either the left or right eye lenses. The unit then passed testing with no errors or faults related to the reported event. Based on these findings, failure analysis could not determine the root cause of the reported event.

Event description:
It was reported that during a da vinci assisted surgical procedure, one of the viewers had a black line going down the length of the left eye. The caller stated that the site disconnected the console and just used the other console. The site completed the procedure. The customer reported event has no report of patient injury.